Event description:
The patient underwent a bronchoscopy on (B)(6) 2014. There were no known complications at that time. On (B)(6) 2014, the patient reported having coughed up a coiled, metal object. Initially, the nature of the object was unclear, but on (B)(6) 2014, it was determined to have been part of the ebus-tbna device that separated from the rest of the device when used during the scope.